Event description:
It was reported that following a post-op leak occurred, the pt received a colostomy as a result of a leak. No further info known at this time.

Manufacturer narrative:
Info not available, device not returned for analysis.